Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a surgery on (B)(6) 2018 in which their leads were accidentally cut. The patient had not used or charged the ins since before the surgery and the battery was dead. MRI compatibility guidelines (MRI unrelated to device/therapy). No patient complications were reported.